Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alarm issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, an unspecified error message occurred during the load sequence. The customer provided a blood glucose of 100 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.